Event description:
The customer reported the monitor intermittently failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The representative could not identify the failure. However, the monitor was replaced. The system was tested and found to be working as intended, and put back into service.